Event description:
It was reported the pt's pump and catheter were removed due to infection. The drug used in the pump was lioresal (dose and concentration unk). Pt outcome was not provided. Additional info has been requested.

Manufacturer narrative:
(B)(4). The device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.